Event description:
It was reported that the doctor found that the pico 7 dressing has leakage and she tried to reapplied the dressing but still showed leakage. The wound site is one front arm.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. A photo was provided establishing a relationship between the device and the reported event. However, a root cause could not be determined. Probable root cause may include application technique or component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture a complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device the associated risk files contain details relating to harm. However, the clinical review has not established a causal link. Additional rmr is not required. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.